Event description:
It was reported that the procedure was to treat a restenosis of a non-abbott stent in the left anterior descending artery. A cutting balloon was used and then a 3.0 x 23 xience v stent was implanted. A perforation was then observed proximal to the implanted stents. It is unk whether it was caused by the cutting balloon or the stent. The perforation was leaking blood into the left ventricle. An attempt was made to treat the perforation with the 3.0 x 19 graftmaster, but the stent would not cross and was removed. The decision was made to monitor the perforation overnight. The following day, the perforation had not healed; therefore, an attempt was made to treat it with the 3.0 x 12 graftmaster stent. This stent did not cross and upon removal, it was noted that the stent was damaged. A new 3.0 x 12 graftmaster was used to successfully seal the perforation. There were no additional pt effects. The final pt outcome was good. No additional info was provided.

Manufacturer narrative:
(B)(4). The jostent graftmaster (part 12744-12, lot 580816) and the jostent graftmaster (part 12744-19, lot 504417) are being filed under separate medwatch MFR numbers. Eval summary: reportedly, the xience v stent was implanted to treat in-stent restenosis. It should be noted that the xience v IFU states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in pts with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. The IFU cautions that: the safety and effectiveness of the xience v stent have not been established for subject populations with in-stent restenosis. Although a conclusive cause could not be determined for the reported pt effects, there is no indication of a product quality deficiency. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.